Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro 2 device, the short port was having insufflation issues as the tunnel was inconsistent. The tubing and insufflators were replaced and the tunnel was still fluctuating. The incision site was reportedly too large, causing insufflation issues, and there was no malfunction of the device. The same device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).